Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin does not exit the infusion set and has high blood glucose of 400 mg/dl due to this. Customer indicated that he changed the infusion set and his blood glucose came down to 213 mg/dl. Customer declined troubleshooting for high blood glucose.